Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that he had a packaging issue - his onetouch ultra blue test strip box contained expired test strips. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2016. The patient manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the issue however stated that on (B)(6) 2016 he was hospitalized where he was treated with glucose tablets/gel and had his blood glucose tested on a hospital device which gave a result of "100 to 150mg/dl". At the time of troubleshooting, the cca noted that the patient confirmed the test strips were expired. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a health care professional for a blood glucose excursion after the alleged issue occurred.